Event description:
It was reported that the customer was admitted in the emergency room due to diabetes keotacidosis and high blood glucose of 537mg/dl. Troubleshooting was declined and the nurse requested assistance with the bolus wizard settings. The caller stated that the customer would call back to test the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.